Event description:
It was reported that the patient had a pump related driveline and pump pocket bacterial infection. The patient was admitted from (B)(6) 2026 and was treated with surgery and drug therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.